Event description:
A dialysis facility reported that 5 pts became symptomatic during the treatment and 3 were admitted to the hosp. The first pt c/o severe cramping during the treatment. She was treated with hypertonic saline and was still cramping upon discharge. The pt. Was admitted to the hosp the next day to r/o m.I. The 2 pts who were not admitted to the hosp experienced severe cramping but were stable upon discharge. There was no excessive fluid removal reported on any of the pts.